Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j956, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: unknown prog, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that they were aware of the device not working on (B)(6) 2014. When she got there to support the surgery, she was given information that the therapy was not working for the patient, hence, the removal and replacement.

Event description:
It was reported the device never worked. The system was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.